Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but during check of error log an error code related to power was found. Err_vpwrfail_failure is a failure related to the system board-cpu daughter card vpowerfail circuit. The device's system board needs replaced to address the issue. Also, during the evaluation of the device at the manufacturer's service center, the device failed a flow verification test step during testing. The device's oxygen blending board needs replaced to address the issue.